Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows one haptic is torn off completely and is missing. The other haptic has a small tear in it. There is clear surgical residue on the lens. It should be noted that the injector and the cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon had inserted a single piece collamer lens model cc4204bf lens and removed the lens because he wanted to put in a different size lens. The reporter stated that there was no product issue or patient injury, this was due to surgeon changing his mind.